Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that six days post lead repositioning, the patient went to the emergency room reporting feeling a "shocking sensation." The patient was found to have diaphragmatic stimulation from dislodged leads. It was suspected that the patient has twiddler's syndrome. The leads were repositioned and the device was relocated submuscularly. Nine days after the repositioning, the patient went to the emergency room for a "fluttering" feeling. No issues were noted during device interrogation in the emergency room nor at the physician's office the following day. The device and leads remain in use. No further patient complications have been reported as a result of this event.